Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that after battery change a failed battery alarm was received. Customer was not able to remove battery cap. Customer's blood glucose was 230 mg/dl. Customer attempted to remove battery cap with coin, but did not have a flat-head screwdriver. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump passed displacement test, operating currents, self test and off no power test. No failed battery alarm. The battery cap functioned properly and no crack or damage at battery cap. No cosmetic damage noted.